Manufacturer narrative:
(B)(4). Rayner intraocular lenses limited are conducting a voluntary recall (excludes us market) as internal quality checks revealed that certain products released to market may contain a higher than usual level of residual polishing compound (aluminium oxide) used in the manufacturing process of intraocular lenses (iols). The recall was initiated as a precaution as clinically significant levels of aluminium oxide have, on rare occasions, been linked to cases of toxic anterior segment syndrome (tass) in published literature. Following notification of the product recall, a healthcare professional in the (B)(6) reported that he had observed the post-operative development of uveitis in a patient who had undergone implantation of a lens subject to the product recall. The patient was seen in clinic w/c (B)(6) 2016. Following this visit the healthcare facility notified the rayner sales specialist that the patient's symptoms had regressed, that the patient was "fine" and would not be followed up further. It is not possible to confirm the report of uveitis as being causally related to the implanted rayner iol (product name, model number and lot number not specified by reporter); however, it is not possible to exclude it as a potential root cause. Don calogero, ms et al; evaluation of intraocular reactivity to metallic and ethylene oxide contaminants of medical devices in a rabbit model; ophthalmology 2012;119;e36-e42. Device not returned.

Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility on (B)(6) 2016 that a patient developed uveitis following implantation of a rayner iol (product name, model number and lot number not specified by reporter). The healthcare facility initiated a course of treatment to resolve the symptoms experienced by the patient. The healthcare professional has confirmed that the patient's symptoms have regressed.